Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to replace the sample diluent and sensor, and standard a solution. The customer ran a diluent check, which failed. The customer replaced the x tubing and reset the diluent check correction factor. The customer reran the diluent check, which failed with bias. The customer corrected the bias. The customer ran quality controls, which resulted within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant na and k results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na) and potassium (k)) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). Patient (B)(4) was administered 50 mg of potassium bicarbonate. Patient (B)(4) was administered sodium chloride, but prior to the reported discordant results. Both patients were discharged. The discordant results were discovered by the customer during a look back. The customer discovered quality controls were out of range and performed troubleshooting. The samples were repeated after troubleshooting, on the same instrument, resulting higher for patient (B)(4) and lower for patient (B)(4). The corrected results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant na and k results.